Manufacturer narrative:
An event regarding revision involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause could be determined because the device was not returned for evaluation and insufficient information was provided. If the device and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that patient had a painful left hip. Patient was revised.

Manufacturer narrative:
Other device listed in this report is a v40 cocr lfit head 40mm/+4, cat. No.: 6260-9-240, lot code: mkjdyd. At this time, it cannot be determined if these device may have caused or contributed to the patient¿s experience. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient had a painful left hip. Patient was revised.